Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaint was unable to be confirmed due to unavailability of medical record/ imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was deployed in pulmonic position with transannular patch. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve only at time of implant. Therefore, this was off-label operation. The IFU/training manual was reviewed for relevant guidance with respect to the sapien 3 (s3) thv using a commander delivery system. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 5 years and 9 months post-implant of a 23 mm sapien 3 valve in the pulmonic position via transvenous approach, the patient presented moderate to severe pr (central) with peak/mean gradient of 71/39 mmhg respectively. It was also reported that the patient had no history of calcification or thrombus. Increase gradient: it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the patient also had a central pulmonary regurgitation. The pulmonary valve leakage can affect the normal blood flow which could be another possible contributing factor that led to pressure gradient increased. Central regurgitation: per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several patient-related factors such as structural valve deterioration (e.g., calcification), non-calcific degeneration, leaflet thickening, pannus/fibrosis, or a combination of these. These factors may prevent the pulmonary valve from proper closure during diastole leading to pulmonary insufficiency (central). However, due to limited information, a definitive root cause cannot be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code. Per the new the additional information, the valve was explanted and an ew surgical valve was implanted.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 5 years and 9 months post-implant of a 23 mm sapien 3 valve in the pulmonic position via transvenous approach. The patient presented with gradients across the valve and are continuing to increase which is worrisome for valve failure. A valve in valve procedure was previously cancelled due to the patient having an upper respiratory virus. There is a reschedule plan to take the patient to the cath lab to evaluate the pressure gradient and balloon the valve if needed in approximately 4 weeks. If there is free pi secondary to ballooning, a new valve (valve in valve) will be implanted via transcatheter approach.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to b.1 report type and h.6 device code. Per the information provided by the pa, moderate to severe pr, central and peak gradient 71 mmhg, mean 39 mmhg were noted. The is no history of calcification or thrombus. The investigation is ongoing.